Event description:
It was reported that the wake button was sticking. A replacement pump was sent to resolve the issue. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall power adapter. New charging supplies were sent to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.